Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed an alert 38 indicating a motor stall, which initially cleared after a restart but subsequently recurred despite approximately ten restart attempts, prompting shipment of a replacement device. Symptoms included no reported changes in blood glucose. Outcomes included no injury and no medical intervention beyond device troubleshooting and replacement. Investigation included user-guided troubleshooting to restart the device and monitoring for recurrence. Investigation of this device revealed a persistent motor stall alert consistent with a device malfunction affecting the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the pump motor.